Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion was the left anterior descending artery (lad). The lad was heavily calcified and very tortuous. The physician encountered difficulty in advancing the maverick balloon, of unknown size, but did eventually successfully predilate the lesion. The physician was attempting to advance the 2.5x16mm taxus express2 drug eluting stent (des) to the lesion when the shaft fractured. The fractured portion was removed. The lesion was again predilated, using a balloon of unknown size and MFR. The procedure was successfully completed using another 2.5x16mm taxus express2 des. There were no pt complications reported and the pt's condition was listed as "ok".